Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt does not communicate with the monitor) has been confirmed. Upon investigation the electrode belt does not communicate with a monitor. The cause for the failure was isolated to an unused, migrating pulse wire in ECG "c" shorting into violet (agnd) wire, brown (-5v), and electrode discharge wires. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt does not communicate with an electrode belt.